Manufacturer narrative:
The implant was returned without the pusher or catheter for evaluation. Analysis revealed a 3cm long stretched portion located 1cm from the proximal end, with sections distal to that with open gaps. The proximal end with the monofilament knot-tie and adhesive were noted to be intact. The monofilament had evidence of being thermally detached. There was no evidence of tensile failure of the monofilament. Based on the investigation and provided information, the complaint of a detached implant cannot be confirmed. The implant coil was note broken, but noted to be stretched; however, the analysis was unable to determine if the damage was caused by snaring the device as reported. The specific root cause cannot be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for evaluation. The investigation is currently ongoing. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00108.

Event description:
It was reported that during treatment of a left groin a-v fistula, the coil "stuck to a jb4 catheter" and uncoiled. The coil was removed from the patient with a snare device. There was no reported patient injury. The current patient's status is reported to be "fine."